Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The philips service engineer (se) inspected the device. The se found the o2 sensor needs to be replaced. The customer did not approve quote for repair/service.

Event description:
It was reported that the ventilators o2 sensor and safety valve failed. There was no patient harm reported. The event date was not specified; estimate used.